Event description:
This peritonitis event occurred on (B)(6) 2021, when the patient presented to the outpatient home dialysis clinic with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 26,275 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1.0 gram every 3 days x 21 days, and ceftazidime 1.0 gram daily x 21 days. The peritoneal effluent culture result returned positive for stenotrophomonas maltophilia, and causality was attributed to the patient not wearing a mask during initiation and termination of therapy. The htrne stated no education was performed regarding personal protective equipment (ppe) application following the peritonitis event. Per the htrne, the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. A repeat peritoneal effluent culture or cell count was not collected following the events. The patient continued to utilize the same liberty select cycler without any reported issues. The cycler set is not available to be returned for manufacturing investigation.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by mild abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Per the htrne, causality was attributed to the patient not wearing a mask during initiation and termination of therapy. Per the htrne, the events were unrelated to any fresenius device(s) and/or product(s). Stenotrophomonas maltophilia infections are of particular concern for immunocompromised individuals (given its virulence), and is found in aqueous habitats, animals, foods, water sources, and is commonly found in respiratory tract infections. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
This peritonitis event occurred on 11/oct/2021, when the patient presented to the outpatient home dialysis clinic with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 26,275 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1.0 gram every 3 days x 21 days, and ceftazidime 1.0 gram daily x 21 days. The peritoneal effluent culture result returned positive for stenotrophomonas maltophilia, and causality was attributed to the patient not wearing a mask during initiation and termination of therapy. The htrne stated no education was performed regarding personal protective equipment (ppe) application following the peritonitis event. Per the htrne, the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. A repeat peritoneal effluent culture or cell count was not collected following the events. The patient continued to utilize the same liberty select cycler without any reported issues. The cycler set is not available to be returned for manufacturing investigation.